Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that that right ventricular lead noise was detected via remove transmission. Upon in-clinic interrogation, it was discovered that source of the noise was likely attributed to lead fracture. The lead was capped and replaced (B)(6) 2019. The patient was stable before, and after the revision.